Event description:
It was reported that during a lap sleeve gastrectomy, partial firing during use, on the second firing with green reload. Case was completed with another like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9da3w, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 4/12/2024 d4: batch # 744c44. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Additionally, three photos were loaded at pc levels showing a tissue, however, no staples could be observed on any photo. Device history review a manufacturing record evaluation was performed for the finished device batch number 744c44, and no non-conformances were identified.